Manufacturer narrative:
The picco catheter that was used during the reported event was not returned for investigation. Therefore it is not possible to confirm if there was a malfunction or any deviation from the spec. The hospital has concluded that the reported thrombosis formation was due to a vascular abnormality (narrower arteries than normal) in the patient. Please note, this event is being filed as a retrospective MDR as a result of a review of our complaint database.

Event description:
It was reported that during a liver resection, a doctor noticed poor perfusion to the fingers of a patient on the limb where a brachial picco catheter was placed. It was found that this was caused by a thrombosis which needed a surgery to remove it (thrombectomy). The final patient outcome was no injury. (B)(4).